Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two clearlink system continu-flo solution sets leaked. During a norepinephrine infusion, the ¿tubing began to slip downward¿ and subsequently leaked. As a result, there was a ¿significant drop¿ in the patient¿s blood pressure. The set and norepinephrine were replaced. However, after an unspecified amount of time the tubing again slid down causing a leak. As a result, the patient was started on vasopressin and phenylephrine. No further information was available at the time of this report.